Event description:
It was reported that during routine testing, it was discovered that the small battery drive device would ¿not work at all¿. There was no patient involvement reported. There were no patient or user injuries, medical intervention or prolonged hospitalization associated with this event. The event occurred in april, 2014 however the exact date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Manufacture facility was unknown. The device manufacture date was unknown. The actual device has been returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to internal motor or electronic control unit (ecu) failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.